Manufacturer narrative:
Upon follow-up with the customer, it was confirmed the load from the cancelled cycle was released but not used on any patients. Therefore, this file is deemed not reportable as there is no risk to patients. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4).

Event description:
A customer reported a cycle cancellation of an e14 atm switch error with their sterrad® 100nx sterilizer and the cancelled cycle was released for use on patients prior to reprocessing. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, asp has decided to report all incidents of loads that are released from cancelled cycles prior to reprocessing.